Event description:
It was reported that a female, underwent a cardiac cath in 2009. The superficial femoral artery was successfully closed with a 6/7f mynx device using a 6f sheath, and the patient was discharged the following day. She was taken to the ER two days later, with reports of developing leg pain on the ipsilateral side (right). An ultrasound confirmed a 4.3 x 2.5 partially thrombosed pseudoaneurysm in the right groin. In addition, a palpable mass in the right groin was noted and described as an "abscess", along with mild ecchymosis. Vascular repair was performed to treat the psa. A small amount of the hematoma was also evacuated. The artery was thoroughly examined and no evidence of further bleeding was found. Lab report on the exudate from the reported "abscess" was negative for bacteria. Distal pulses were subsequently checked and reported to be excellent. Patient is reported to be well healed.

Manufacturer narrative:
Since the device was not returned for evaluation, the investigation could not be performed. The review of the lhr (lot f0910601) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Based upon the information provided and the investigation performed by accessclosure, the cause of the reported pseudoaneurysm with surgical repair is unknown. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended. It was reported that access achieved through the sfa was successfully closed with mynx device. Per IFU, the mynx vascular closure device is indicated for use to seal femoral arterial access sites.